Event description:
It was reported that after inserting a new dexcom g7 sensor, the user saw glucose readings in the dexcom app but not on the ilet pump, which was traced to an incorrect pairing code resulting in intermittent communication between the cgm and the pump; the issue involved the communication pathway, including the antenna component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage issue related to improper or incorrect procedure, with no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.